Manufacturer narrative:
Olympus followed-up with the user facility to gather additional information regarding this report. The user facility reported that toward the beginning of the procedure, both ends of the subject device split apart and were on fire in which the flame was an inch or two in height lasted for approximately 5 seconds. The procedure was reportedly delayed for a few minutes. The intended procedure was completed and the patient remained in the same room. A portion of the cable referenced in this report was returned to olympus for evaluation. The portion received included the connector to the working element, and approximately 13.5 feet of cable. Examination of the exposed wiring found half of the wires twisted and fractured with no evidence of arcing or charring. The remainder of the wires bore evidence of a high-temperature event. There were multiple kinks and buckles across the length of available cable. Based upon the results of the investigation, the cable appears to have been subjected to physical damage, which fractured approximately half of the wires, and the remainder of the wiring failed when the cable was activated with current. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic transurethral resection procedure (turp), the users reported that the cable burst when activated, and a one to two-inch open flame was observed on the end of the cable for approximately five seconds. The procedure was delayed for approximately 2-3 minutes, and was completed with another electrosurgical device. There was no user or patient injury.